Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the btc93 suction line leaked. The product was replaced. There was no adverse effect to the patient.